Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was unknown at the time of incident. The customer stated that the insulin pump had scratches and the drive flash has discoloration. Customer stated the contact on the battery cap was not missing or damage or corroded. Customer stated that the battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The insulin pump will not be returned for analysis.